Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had a surgical procedure related to his spinal cord stimulator system in (B)(6) 2012. One month after this procedure, probably due to all of the scarring and holes created by this procedure, along with the tethering of the pump¿s catheter to his spine, the patient developed a wound that was infected with ¿deep infection penetration¿ centered on the patient¿s spine. After CT validation and other tests, the pump was explanted on (B)(6) 2012 and all wounds were dressed and treated to heal. In (B)(6) 2012, the patient had a second pump implanted. The reporter was unsure if his initial pump was re-implanted or if a new pump was implanted.